Event description:
While attempting to cross the lesion, the stent was disrupted slightly from the balloon. The stent delivery system was removed from the body, inspected, and determined to be compromised. Procedure completed with identical stent.